Manufacturer narrative:
(B)(4). The software investigation found that the returned system logs were corrupted and the application log files were unavailable. The root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported the site alleged the software became unresponsive while in an ent surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient age, gender and weight. Software evaluation has not been completed to date.